Event description:
The reporter contacted animas on (B)(6) 2014 alleging that on (B)(6), 2014 the pump experienced an issue with intermittent power. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/07/2014 with the following findings: review of the black box data revealed several records of power on reset on april 22, 2014. On examination, the battery compartment was noted to be cracked at the case seal. The battery cap that was returned with the pump for investigation was intact without damage and fit securely on the pump maintaining proper electrical connection. The pump was exercised for 24 hours without loss/interruption of power. The pump was opened for investigation and did not reveal any damage, defect or contamination of the interior pump components, including the power circuit. Investigation did not duplicate the reported issue and the pump was found to be operating within the required specifications without malfunction.